Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the index procedure two resolute onyx des were implanted in the lad. Post-procedure patients troponin was increased. Cec adjudicated non q-wave mi (target vessel), mdt extended historical peri-pci and adjudicated stent thrombosis as no event.